Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, two centimeters of the dilator detached from the left mesh assembly, outside the patient, when the physician was pulling the mesh leg through the sacrospinous ligament. The suture and needle were still attached to the detached dilator. The physician used another pinnacle anterior pfr kit, without complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
The patient's age is reportedly "over 50." (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.